Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor debris under light guide cover glass, cracks on video connector, and io image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device lens at the distal tip was damaged/broken. The issue was found during preparation for use and the procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device lens at the distal tip was damaged/broken. The issue was found during preparation for use and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.